Event description:
Rptr alleged discrepant back to back blood glucose values of 36 mg/dl at 9:04 am, 104 mg/dl at 9:07 am, and 91 mg/dl performed at 9:10 am on the advantage sys. The location of the testing was not provided. No actions or treatment resulted. A requested was made for the return of the suspect device and replacement prod was sent.